Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing an embolization procedure for an unspecified indication. A nester platinum embolization microcoil detached within a competitors' catheter during deployment. The coil became lodged within the catheter and could not be removed. The physician removed the catheter with the lodged coil and obtained a replacement catheter and coils to complete the procedure. The procedure was delayed 10 minutes. No further event or patient information was provided. No unintended section of the device remained within the patient.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, specifications, and trends was conducted during the investigation. Inspection of the returned device confirmed that the coil was lodged inside the microcatheter. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.